Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported receiving multiple no delivery alarms on the insulin pump. Blood glucose level was 500 mg/dl at the time of the initial call. During a follow up call, customer reported receiving additional no delivery alarms on the insulin pump. Blood glucose level was 279 mg/dl at the time of this call. No further information was provided.